Event description:
This notification was opened for review for information received that remstar auto-a flex device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no death, serious harm or injury were reported, and no medical intervention was provided. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam degradation/particles was found inside the blower kit. Additionally, there was found contamination from dust and the device displayed error code e065 (err_stuck_encoder_a), e055 (err_therapy_queue_full), e053 (err_comp_log_sem_timeout) and e066 (err_stuck_encoder_b). Lastly, the device was scrapped.